Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.